Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient claimed that while attempting to insert a new sensor, he removed the applicator from the sensor pod and the sensor wire fell to the floor. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).